Manufacturer narrative:
H6: investigation summary no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification the product is not damaged, flow rate, and all critical dimensions meet specifications. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time. H3 other text : see h10.

Event description:
It was reported while using bd phaseal¿ optima protector p28-o the device was damaged. There was no report of patient impact. The following information was provided by the initial reporter: and we had another incident where the larger protectors are not expanding. This time the protector actually cracked where the protector and syringe connect and sprayed cisplatin into the hood because the air went into the vial and not the protector. Bear in mind this is only happening with the larger protectors and it's not happening every time we utilize them. Here are the steps we are taking: drawing back to anywhere between 30ml to 40ml of air leaving the vial sitting in the hood, directing air into the protector balloon does not expand, therefore giving us "push back" against the syringe this time the push back caused the snapping of the protector and syringe and spraying cisplatin until the vial equalized pressure.

Event description:
It was reported while using bd phaseal¿ optima protector p28-o the device was damaged. There was no report of patient impact. The following information was provided by the initial reporter: and we had another incident where the larger protectors are not expanding. This time the protector actually cracked where the protector and syringe connect and sprayed cisplatin into the hood because the air went into the vial and not the protector. Bear in mind this is only happening with the larger protectors and it's not happening every time we utilize them. Here are the steps we are taking: drawing back to anywhere between 30ml to 40ml of air leaving the vial sitting in the hood, directing air into the protector balloon does not expand, therefore giving us "push back" against the syringe this time the push back caused the snapping of the protector and syringe and spraying cisplatin until the vial equalized pressure

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.